Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. Visual inspection noted damage to two of the four returned shipping wedges. Fragments of the shipping wedges were returned. Microscopic evaluation noted that one of the reloads had damage to the cutting edge of the knife blade. Two of the four reloads had deformed anvil clamping mechanisms. Functionally, the reloads were loaded into a post market vigilance instrument, the interlocks were overridden, and the reloads were cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed shipping wedge damage may occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the single use loading unit (sulu) channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. Additionally, the investigation detected a secondary condition of obstruction, knife damage, and thick tissue that have no relationship to the reported condition. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the bowed anvil, deformed anvil clamping mechanism, and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic colectomy, the yellow plastic fragments was found in the patient's cavity and was collected by using forceps. The surgical time was extended by less than 30 min. There was no patient injury.